Event description:
It was reported that during an implant procedure, the pacemaker's set-screw cover detached from the device, causing the set screw to come out. The pacemaker was not used and a new pacemaker was used to successfully complete the procedure. No patient consequences were reported.

Manufacturer narrative:
Customer complaint of septum came out of header was confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator level. Electrical analysis performed, indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. The analysis found that the atrial septum had come out of its cavity. No adhesives were found on the inner septum cavity walls needed to bond the septum in the cavity. The septum easily lifted out of the cavity when the torque wrench was inserted through them in the field due to lack of bonding adhesives. This may be a manufacturing anomaly.